Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as red skin with small bubbles under her breasts. The patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient saw the physician and was prescribed olcelli and also used fucidin from the pharmacy. Follow up indicated that the irritation has improved.